Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. Product analysis: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased sensing integrity counter (sic) and sensing issues. It was subsequently determined the lead had fractured. The rv lead was reprogrammed and explanted and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the lead was suspected to have an insulation breach.